Manufacturer narrative:
Event description updated. The following sections have been updated: b4. B5. G4. G7. H2. H10.

Event description:
It was reported that the implant would not release from the ratchet extension. Additional information received stated that the customer was eventually separate the devices.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The 3i t3® short external hex parallel walled implant, 5mm(d) x 5mm(l) (boes505) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was removed the same day as placement. The reported event could not be recreated without return of the product for functional testing. The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2015100994. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015100994) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Device not returned.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the implant would not release from the ratchet extension.